Event description:
Multiple iegms were transmitted showing noise on the rv lead. The future disposition of the lead is unk at this time. On (B)(6) 2012 - per medtronic implant record, the pace-sense portion of this lead was capped and replaced with medtronic pace-sense lead on (B)(6) 2012. The shock portion of this lead remains actively implanted in the pt. Should add'l info become available, this report will be updated.